Manufacturer narrative:
The rse confirmed with the customer that someone had disconnected the speaker. The customer said they reconnected the speaker and it started working normally. The customer indicated that no further service was needed and asked to close this case. Based on the information available and the testing conducted, the cause of the reported problem was the speaker being disconnected. The reported problem was confirmed to not be a product problem. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the users were not hearing the audible alarms in the mhed unit. A philips remtoe service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed the sound was not muted and the sound output was to a realtex speaker. The rse was put in contact with the clinician who provided the problem description and asked to confirm that the external speaker was connected; the clinician could not find an external speaker on any of the hosts. The rse advised biomed that an external speaker is required to hear the sound, but the clinician was adamant that there has never been an external speaker attached to any of the pic ix hosts. The rse rebooted host "pmhpedmc2ov1" upon the customer's request, but that did not resolve the issue. The biomed will go onsite to trace the connection to the external speaker to confirm that it is working and callback if she needs further assistance. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.